Event description:
Reporter indicated a vns pt had died due to an unk reason on (B)(6) 2007. The relationship of the death to the vns and the cause of death are unk. Attempts to obtain the death certificate are in progress.